Event description:
Rn opened a curity 2x2 sterile gauze packet to use on a patient when removing their piv. The gauze contained what looked to be a piece of black duct tape wrapped up inside the gauze. Rn set aside the gauze to report later and opened a fresh gauze for use with the patient.